Event description:
It was reported that a large volume pump modules was observed with a bezel door post damage/broken. This was reported to bd representatives during their site visit. There was no reported patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.